Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified distal right coronary artery for treatment of a 90% stenosis, a 3.0x8 nc trek rx dilatation catheter was delivered without resistance via radial access. The balloon was inflated one time and ruptured at 10 atmospheres. The device was withdrawn from the anatomy without resistance and exchanged for a non-abbott balloon which was used to complete pre-dilatation successfully. A non-abbott stent was deployed and a non-abbott balloon was used to perform post dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: taiga6f jr4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.